Manufacturer narrative:
Hologic molecular application specialist observed several areas of concern with customer laboratory workflow that could contribute to the generation of contamination events. Not enough space and too much people in the lab other amplification devices in the room. No separation between clean and dirty area, no clean sink. No preparation reagent dedicated area. The customer is not enough sensitive to biological risks.

Event description:
Customer reported observing a high rate of low positive samples while testing with sars-cov-2 assay on the panther instrument sn (B)(4). Customer had high negative control rlu since (B)(6) 2022 but did not report until (B)(6) 2022. Customer provided logs from worklist 1010910232-20220530-01 for review. Customer used assay lot 319365. The worklist has 34 positive results. 15 samples initially tested positive and retested negative. Results were reported out. No information provided to hologic by the customer if treatment was provided. No patient harm was reported to hologic. Hologic confirmed that there were no instrument and assay performance issue. Hologic confirmed the high positive rate and determined that issue was due to contamination. Initial decontamination activities performed by customer did not completely resolve the issue. Hologic molecular application specialist (mas) went on site and initiated follow-up decontamination activities which resolved the issue.